Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/44 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ambient hemolysis and activation of coagulation is different between heartmate ii and heartware left ventricular assist devices, 2014; 33: 80-87. Http://dx.doi.org/10.1016/j.healun.2013.11.010 with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed the effect of vad design on the coagulation system in adults using vads for left ventricular support. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients who experienced coagulopathies, including acquired von willebrand syndrome. The article also reported episodes of major bleeding events such as sub-dural bleeds or those sufficient to cause a fall in hemoglobin levels and minor bleeding events including gastrointestinal bleeding and hemolysis while on vad support. The article also reported thromboembolic events including pump thrombi in eight patients, transient ischemic attacks and strokes in four patients and an iliac arterial thrombus in one patient, all while on vad support. The status/location of the vads in unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump with was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.